Manufacturer narrative:
Additional information: a launcher guide catheter was used in the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one onyx frontier coronary drug eluting stent dislodged in vivo from the ostial lm onto the outer surface of the guide catheter during delivery. The lesion being treated was a non-tortuous, mildly calcified and located in the distal left main (lm) coronary artery/ left anterior descending (lad) artery. The device was inspected prior to use and negative preparation was performed with no issues noted. The lesion was pre-dilated. The device did pass through a previously deployed stent. The dislodged stent was not removed and was deployed in the right external iliac artery using a 6 mm balloon. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Image analysis: the images were provided in still format and therefore it was difficult to identify the sequence of events leading up the alleged stent dislodgement. It appears that the deployed stent slipped over the outside of the guide catheter. This was most likely due to incomplete deployment of the stent to match the vessel inner diameter, but this cannot be definitely confirmed from the still images. The dislodged stent can be seen in the right external iliac and it was fully deployed with balloon expansion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d codes. The stent dislodgement did not occur as a result of interaction with the guide catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.